Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken in which the leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number 3006705815-2023-00367. It was reported that the patient experienced a traumatic event and subsequently lost effective therapy as a result of high impedances in both leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.